Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the air/water nozzle clogged, the objective gluing missing, the angle wire hard to move, the remote button cut & defective & broken, the control body corroded, the body cover grip broken, the lg cable connector corroded, the u/d & r/l pulley wire worn out and the electrical connector fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).